Event description:
It was reported that the device was undersensing ventricular tachycardia (vt). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 implantable tachy lead, 2007 (B)(6). (B)(4).